Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed pump error. Customer was unable to clear the alarm. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Software version 4.11 e. Retainer is black. Patient returned product with allegation of pump error 43 on dec 03, 2021. Patient stated the device keeps on receiving back and forth pump 43 errors. Pump error 37-39, 41-43, 79-80, 82, 130. States the device had a possible issue with the motor. Device passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or occlusion alarm noted during testing. Thus software was utilized and downloaded trace or history files properly. Pump error 43 confirmed in the history file on dec 03, 2021 at 05:21, 05:33, 06:07, 06:17, 09:57, 14:53, 14:54, 14:55, 14:56, 15:00, 15:05, and 15:07. Device was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. However, corroded battery tube found during visual inspection. The force sensor measurement was within specific range (22.8 volts). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched liquid crystal display window. Pump error 43 alarm was not confirmed. Moisture or cosmetic damage found.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.